Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated and continuous ambulatory peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with intraperitoneal vancomycin (dose and frequency not reported) and with other unknown antibiotics (doses, frequencies and routes not reported). Twenty days after peritonitis onset, the patient¿s pd catheter was removed and dianeal and extraneal therapies were discontinued. At the time of this report, the patient was still hospitalized, the peritonitis was not resolved and the patient was not recovered. No additional information is available.